Event description:
It was reported that a patient expired approximately four weeks after an esophagectomy procedure was performed. The robotically-assisted surgery was converted to open surgical techniques, as it was stated to have been difficult for a number of reasons, according to the surgeon. The company representative was informed that the patient was discharged three weeks after the procedure for rehabilitation. The patient then died a week later of what the hospital staff believes to be due to a pulmonary embolism/other cardiorespiratory related event. No further information was available at this time.

Manufacturer narrative:
Intuitive surgical contacted (via phone and email) the initial reporter in regards to this complaint in attempts to obtain additional information concerning the reported event. It was stated that the procedure lasted a total of 16 hours, and that there were no known defects of any intuitive surgical instrument(s)/accessory(ies) or da vinci si system. No further information was known. In addition, the robotics coordinator and or manager were contacted (via phone and email) for further information; however, no additional information was obtained as of the date of this report. A follow-up MDR will be submitted if additional information is received.